Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the set is leaking where the tubing enters the filter chamber. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for investigation. The sample was visually inspected and tested for leakage per specification and it was noted that leakage occurred at the proximal end of the blood filter where the tubing connects into the filter. The reported defect is confirmed based upon the evaluation of the sample. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Although the reported defect was confirmed, the exact root cause was not determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.